Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company representative reported on behalf of user facility a pt with an arcuate breakthrough after femtosecond laser treatment. Additional information has been requested.